Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm was noted during testing. The insulin pump had no escape, act, down or up button response due to corroded keypad traces. The time advanced properly during testing. No frozen screen was noted. The insulin pump had minor scratches on the display window, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was alarming button error. Customer stated they have removed and replaced the batteries but that it did not resolve the issue. Advised customer to discontinue use of device and revert to back-up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was 216 mg/dl at time of reporting. Nothing further reported.